Event description:
Sterile sphere on a probe were not tracking. Spheres were replaced with another set of sterile spheres and the probe functioned formally. Site reported that was no delay to the case and no impact to the patient. This event was communicated by medtronic navigation. Site/user disposed of device, did not record lot number and did not take any pictures of the device. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.

Manufacturer narrative:
Not returned to manufacturer.